Manufacturer narrative:
Concomitant product: trifuse; ICU medical device; and central line; td (B)(6) 2015. Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported that the patient was receiving unspecified infusions on four to five pumps. The multiple IV lines were all attached to a single line containing a 0.2 micron filter. Leaking was noted around the vent hole and seams of the filter; it was unknown how long the filter had been in use however their normal policy is for 96 hours for most infusions, or 24 hours for tpn with lipids. No patient harm was reported. The event occurred in cardiology.

Manufacturer narrative:
The customer¿s report of fluid leaking from the filter of an extension set was confirmed on the 2 received samples. Functional testing confirmed leaking from the air vents. The probable cause of the leaks was determined to be a combination of factors relating to surface tension of the fluids infusing and exposure time.

Manufacturer narrative:
The customer¿s report of a leaking filter was confirmed and replicated. Functional testing of the set confirmed leaking from the air vent. The probable cause of the leak was determined to be a combination of factors relating to surface tension of the fluids infusing and exposure time.